Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary: the device was received and evaluated at the service center. The complaint reported by the customer that the device displayed fc015 error code was confirmed. It was found during analysis that the motor does not turn and was corroded. Also here was a short circuit in the motor cable. The protective conductor resistance (earth resistance) of the motor cable was out of tolerance. The resistance values of the keypad of the handcontrol set were out of specification. The contacts of the keypad were also corroded. The buttons were not functioning and the o-ring was missing. The device also failed the hi pot test. The motor, motor cable, and the handcontrol set were replaced to correct the problems found. The device was cleaned, repaired and tested for functionality. Fluid ingress into the system has caused the corrosion of the motor and the keypad contacts. Also the ingress may have damaged the motor cable, resulting in the protective conductor resistance (earth resistance) of the motor cable being out of tolerance and the short circuit in the cable. The damaged and corroded keypad contacts is responsible for the non-responsive buttons and the reported issue of the device displaying the error code fc015. The missing o-ring is most likely a result of user mishandling. A manufacturing record evaluation was performed for the finished device (serial number - (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that the micro tornado handpiece with hand controls gave an error of fc15. It is unknown if there was patient or user involvement. The issue was found pre-operatively. The outcome of the event, outcome to the patient(s) and/or users are unknown. It is unknown how the surgery was completed. The customer states that they have no further information.